Event description:
Ventilator alarmed and stopped ventilating on a pt "at special procedures bedside". User turned ventilator off and back on; display showed splash screen and kept alarming. Backup ventilation used, no injury to pt.

Manufacturer narrative:
MFR found a "cold" solder joint at pin 13 of the microprocessor (B)(4). There is no trend of this finding, isolated defect. The solder joint contact held for three years and then became intermittent.